Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular and atrial lead were exhibiting noise during charging after a delivered shock. Noise was not suspected to be due to charging. Physician decided to monitor the patient.

Event description:
New information noted that patient presented in clinic on (B)(6) 2018. Isometric movements could not reproduce noise event. Noise issue on atrial and right ventricular lead was considered resolved. Patient was stable throughout event.